Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 4th december 2014. Clinical review: event 1: (B)(6) 2018 ¿ 00:24:44. The event was 21 minutes 9 seconds in duration. The pads were adhered to the patient 1 minute 17 seconds after the device was switched on. Chest compressions were ongoing as the pads were placed. The patient initially presented ventricular fibrillation (vf), and a shock was advised. A successful 150 j shock was delivered at 00:01:39. Chest compressions followed at an average rate of 90 compressions per minute (cpm). The AED prompted ¿stop CPR¿ at 00:03:44, and chest compressions continued to 00:03:49. The patient then presented p-wave asystole and a shock was not advised. Chest compressions followed at an average rate of 90 cpm. There were ¿pads off¿ and ¿pads on¿ prompts repeatedly throughout this cycle of chest compressions, suggesting that the pads were not adequately adhered during CPR. The AED prompted ¿stop CPR¿ at 00:06:04, and chest compressions continued to 00:06:09. The patient then presented asystole and a shock was not advised. Chest compressions followed at an average rate of 114 cpm. The AED prompted ¿stop CPR¿ at 00:08:24, and chest compressions continued to 00:08:30. This continuation of chest compressions caused the algorithm to incorrectly identify a shockable rhythm. The algorithm decision changed to ¿no shock advised¿ when the compressions stopped. Chest compressions continued at an average rate of 102 cpm. The AED prompted ¿stop CPR¿ at 00:10:44, and chest compressions continued to 00:10:45. The patient remained asystolic and a shock was not advised. Chest compressions followed at an average rate of 108 cpm. The patient presented ventricular fibrillation around 00:12:50, and a shock was advised. A successful 150 j shock was delivered at 00:13:20. Chest compressions continued at an average rate of 90 cpm. There were ¿pads off¿ and ¿pads on¿ prompts four times throughout this cycle of chest compressions, suggesting that the pads were not adequately adhered during CPR. The AED prompted ¿stop CPR¿ at 00:15:26, and chest compressions continued to 00:15:47. This continuation of chest compressions caused the algorithm to incorrectly identify a shockable rhythm. The algorithm decision changed to ¿no shock advised¿ when the compressions stopped. Chest compressions continued at an average rate of 114 cpm. The patient then presented pulseless electrical activity (pea) and a shock was not advised. Chest compressions continued at an average rate of 102 cpm. The AED prompted ¿stop CPR¿ at 00:20:14, and chest compressions continued to 00:20:39. This continuation of chest compressions caused the algorithm to incorrectly identify a shockable rhythm. The algorithm decision changed to ¿no shock advised¿ when the compressions stopped. Compressions recommenced at 00:20:58, and the device was switched off at 00:21:06. Event 2: (B)(6) 2018 ¿ 00:45:57. Chest compressions were ongoing when this event began. This caused the algorithm to incorrectly identify a shockable rhythm. The patient presented pea, and the algorithm decision changed to ¿no shock advised¿ when the compressions stopped. Chest compressions continued at an average rate of 96 cpm. The AED prompted ¿stop CPR¿ at 00:02:21, and chest compressions continued to 00:02:26. This continuation of chest compressions caused the algorithm to incorrectly identify a shockable rhythm. The algorithm decision changed to ¿no shock advised¿ when the compressions stopped. The patient remained in pea. Chest compressions continued at an average rate of 120 cpm. The AED prompted ¿stop CPR¿ at 00:04:47, and chest compressions continued to 00:04:51. This did not affect the algorithm analysis. Chest compressions continued at an average rate of 102 cpm. The AED prompted ¿stop CPR¿ at 00:07:07. The patient remained in pea, and a shock was not advised. Chest compressions continued at an average rate of 108 cpm. The AED prompted ¿stop CPR¿ at 00:09:27, and chest compressions continued to 00:09:34. This continuation of chest compressions caused the algorithm to incorrectly identify a shockable rhythm. The algorithm decision changed to ¿no shock advised¿ when the compressions stopped. Chest compressions continued at an average rate of 96 cpm. The AED prompted ¿stop CPR¿ at 00:11:47. The patient remained in pea, and a shock was not advised. Chest compressions continued at an average rate of 114 cpm. The AED prompted ¿stop CPR¿ at 00:14:07. The patient remained in pea, and a shock was not advised. Chest compressions continued at an average rate of 102 cpm. There were ¿pads off¿ and ¿pads on¿ prompts repeatedly throughout this cycle of chest compressions, suggesting that the pads were not adequately adhered during CPR. The AED prompted ¿stop CPR¿ at 00:16:27, and chest compressions continued throughout analysis mode of the algorithm, throughout the next cycle of chest compressions, until 00:18:54. The patient remained in pea, and a shock was not advised. Chest compressions continued at an average rate of 114 cpm. The pads were removed at 00:20:39. The device performed to specification during the reported patient involved event on the (B)(6) 2018. The patient initially presented ventricular fibrillation. A shock was advised and a 150j shock was delivered. This was then followed by a further 150j shock. The volume of the speech prompts was verified during the investigation as being consistent with the 350p production test master (asset no. # (B)(4)) set at ¿max¿. There was no visible damage or abnormalities with either the speaker housing or the speaker itself. The speaker coil was measured, and no fault was found. A visual inspection of the pcba identified the igbt/scr components as not sitting in the normal straight position. This may indicate the device had sustained an impact, however there was no evidence to suggest that this had any bearing on the volume of the issued speech prompts. If the sam 350p is used in a noisy environment, were the user is unable to hear the voice prompts, the visual indicators will provide instruction for use i.e. Begin CPR icon, stand clear of patient icon, illuminated orange shock button when shock advised. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
This was a patient involved event in the u.s. The event took place on (B)(6) airlines aircraft. Members of the flight crew alleges that sam350p device's verbal prompts could not be heard above engine noise on the aircraft. The enduser confirmed that unit was set to max volume. A shock was delivered, however the patient did not survive.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
This was a patient involved event in the us. The event took place on an (B)(6) aircraft. Members of the flight crew alleges that sam350p devices verbal prompts could not be heard above engine noise on the aircraft. The end user confirmed that unit was set to max volume. A shock was delivered, however the patient did not survive.